Manufacturer narrative:
D10: the serial number of the surgical arm is (B)(4). H3, h6:clinical analysis was unable to be performed as the exports were not provided. However, as this case was preceded by another deviation case in which the system did not perform as expected, and as the arm was replaced following this case, it is possible to assume that the deviation reported in this complaint was due to a faulty arm. The surgical arm was returned for product analysis. The analysis determined that the complaint was confirmed. The arm was faulty. B01, c07, and d02 describe both analyses above. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the system. At the time of the system checkout the surgical arm was replaced. Concomitant medical products: other relevant device(s) are: product ID: asm0206-01r, serial/lot #: (B)(4), UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an inaccurate screw placement at l4 right during a CT to fluoro mis case. The construct was l4-l5. The site took confirmation images after placement of all screws and found the l4 right screw was placed lateral and superior. The site resent the arm to the l4 right trajectory, re-drilled, and tapped the trajectory. It was noted that the instrumentation went down a completely different trajectory than it originally had. There was no patient harm and the procedure was delayed by fifteen minutes. Additional information was received stating that the deviation was between 5-10mm.